Event description:
Two events noted. One event involved a 60-year-old female. When pct turned up the pump speed of the machine, the arterial line at the pump segment broke. Line was changed without further incident, estimated blood loss 100 cc. Required no transfusion. The second involved a 44-year-old male. One hour into dialysis, blood was noted dripping from the arterial line. Line was changed without further incident. Estimated blood loss 100 cc. No transfusion ordered.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: component failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.